Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be confirmed. Therefore, the root cause of the incident could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.4 connection of an endoscope before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that error codes indicating a scope communication error were detected during a flexible bronchoscopy with bronchoalveolar lavage while using an evis exera iii xenon light source. An evis exera iii video system center and an evis exera bronchofibervideoscope were also used at that time. The procedure was delayed for 45 minutes with the patient under sedation, prolonging testing and delaying care of a critically ill patient. The procedure was completed with a different scope and another travel cart was made available in case the event occurred again. There was no further harm reported. The customer confirmed that the scope and video processor were used again in another procedure with no issues noted. Only the light source was returned to olympus. Since the root cause of the reported malfunction that caused the delay was not known, all three devices used in the procedure are being reported. This event is reported under the following related patient identifiers: (B)(6)- light source. (B)(6)- video processor. (B)(6)- bronchoscope.

Manufacturer narrative:
The device was returned for repair to olympus and the allegation could not be confirmed. The lamp illumination output level was measured and pump performance was examined. A worn out socket slider switch was noted causing intermittent use of high intensity mode. The olympus life meter was reading at 418 hours and 20 minutes and the light output measured within range. There was a dent and scratch on the front panel. The main power switch was up to date, the fan and air pressure had no issues, and the device passed the rest of the functional testing. It was noted that the error codes relate to the video processor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00096.